Event description:
The customer reported that during a laparoscopic sigmoidectomy, a piece of the active waveguide disengaged from the dissector. The piece did not fall into the patient cavity and there was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.